Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator. Smartablate pump, pentaray nav eco catheter, model #: d-1282-08-s. Distributed - acunav catheter, model #: m-5723-09. Decanav catheter. (B)(4)

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history was unknown. During the procedure, a pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and the volume of fluid removed was unknown. The act was maintained between 300-400. There is no further information about the hospitalization. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event is that it was procedure related which possibly occurred during the transseptal puncture. The brk needle was used during the transseptal puncture.